Event description:
It was reported that when the device was used during a gastrectomy, the device had clinging staples. They sutured to complete the case. There was no further consequence to the patient.